Manufacturer narrative:
Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
The costumer's family reported via phone call that they went swimming and noticed moisture in the lcd and o-ring free from debris. Customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the battery cap was not damaged. The insulin pump will be returned for the analysis.